Event description:
It was reported that when the device was in use in an anesthesia circuit, the tethered cap covering the co2 monitoring port became dislodged. No clinical sequelae were reported.

Manufacturer narrative:
The user did not retain the involved device for return and evaluation, although the initial customer report indicated a device would be returned.accordingly, a direct analysis could not be performed; a review of the manufacturing history record for the manufacturing lot revealed no deviation in manufacturing or non-conformities with release requirements that would relate to the user's incident description.infrequent reports of a similar nature have been reported by other users. Under evaluation is a slight modification of the cap to facilitate the user's compliance with the last sentence of the labeling instructions under "co2 monitoring"."remove tethered cap from port. Secure monitoring line to the co2 port. When the line is removed, place cap back on the port and tighten."summary: in the absence of the device involved, the specific cause of this could not be determined. There appears to be no manufacturing deviation that would cause or contribute to the event.unless substantially significant information becomes available, this constitutes a final report.